Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump needed a software update and also displayed error code 44000. Patient involvement is unknown.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. H3: one device was returned for evaluation with complaint of error code 44000. Event occurred during testing and there was no patient involvement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant events. The customer reported issue was confirmed through visual inspection. The cause of the reported issue was an error 44000 ¿ software update. The reported issue was resolved by updating the software. The device passed all functional testing after repair activities were completed.

Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.